Event description:
A patient experienced a epithelial cornea defect one week post-op after receiving treatment with micropulse p3 probe delivery device. No further information was provided by the complainant regarding the adverse event. Iridex is currently investigating the complaint and has reached out to the customer for further information.